Event description:
A medical journal periodical reported progressive visual deterioration and/or blindness after treatment of large or giant paraophthalmic cerebral aneurysms in 5 patients in whom microvention hydrocoil embolic coils had been used during treatment. Visual deterioration after treatment of large and giant paraophthalmic cerebral aneurysms is not unique to the use of hydrocoil embolization coils. This complication has been reported to occur after aneurysm treatment using bare platinum coils, other types of coils, and after aneurysm surgical clipping. It is the proximity of the optic nerve to the aneurysm, and the potential for damaging the nerve due to aneurysm mass effect, ischemia, inflammation, or other factors that can cause visual deterioration.

Manufacturer narrative:
Two of 5 patients presented with some degree of visual impairment prior to the embolization procedure, which is indicative of presenting aneurysm mass effect, inflammation, or edema, each of which is indicative of an already compromised optic nerve apparatus. The authors note the same complication occurring in 1 patient in whom only bare platinum coils were used for embolization. These factors lead the company to believe that the report of visual deterioration is not unique or caused by a malfunction or deficiency related to hydrocoil embolization coils. Rather, the complications were likely to be the result of mass effect and/or inflammation that is commonly associated with large and giant paraophthalmic aneurysms, or the natural healing response associated with embolization coiling.